Manufacturer narrative:
Insulin pump received with currents in specification. No blank display. Lcd board ok. Device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip. Device received with address label peeling/damage. No hole noted on device.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was over 600 mg/dl. Customer mentioned the infusion set cannula was bent. Customer declined troubleshooting. Customer will not be returning the device for analysis.